Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported event. Fse could not find any traces of a water damage on the printed circuit boards, no parts were replaced and the ventilator passed all functional and safety tests and returned to clinical use. The last pre-use check was successfully performed on 12/05/2019 and after the event 12/16/2019. The tech log does not include any errors that may indicate a ventilator malfunction. The received event log contains a shutdown that may correspond to the problem description, but this shutdown was not a self-turning off by the ventilator. The logs show that the turning off of the ventilator was done by using the on/off switch directly from ventilation without first, setting the ventilator to the standby mode. The turning on of the ventilator again by using the on/off switch 18 seconds after confirms human actions. These actions cannot be related to the alleged liquid entry into the ventilator. The liquid entry has not been confirmed. The conclusion in the matter is that the ventilator did not shutdown by itself and the reported liquid entry has not been confirmed. The ventilator was turned off by using the on/off switch.

Event description:
It was reported that an ice pack was placed on the ventilator during the day and at some point it melted. The respiratory therapist was unaware of the situation and hours later on the night shift the ventilator shut off. The customer claims that the ventilator did not alarm or displayed any warning. There was no patient harm. Manufacturer ref:# (B)(4).